Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple cancelled bolus deliveries recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on with audible and vibratory features. No alarms occurred during a 24 hour duration test. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The allegation of cancelled boluses could not be duplicated during the investigation. Unrelated to the initial allegation, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.